Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire failure analysis laboratory received the suspected device and performed a failure investigation. The reported complaint was confirmed through the events log and duplicated during the functional check. The root cause was determined to be due failed transducers pt800, pt801 and pt802. This is a known issue and is referenced under CAPA ca-2017-0206. The customer was provided a new pcb under warranty. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator alarmed transducer fault. The customer confirmed that there was no patient involvement associated with the reported event.